Event description:
Allergan aesthetics received additional information that the patient received coolsculpting treatment on (B)(6) 2024 to the upper abdomen using a cooladvantage applicator and to the lower abdomen using a cooladvantage plus applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional information: a2, a3, a4, a6, b3, b5, d1, and d4.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the lower abdomen and to the flanks. Cooladvantage contour, cooladvantage applicator, cooladvantage plus applicator, and cooladvantage plus contour were used on the lower abdomen and cooladvantage petitie contour was used on the flanks. The patient was presented with possible paradoxical hyperplasia (ph). Dates of treatment were provided by were not confirmed by provider.